Event description:
It was reported that there is a hole in the catheter approx. 10mm from the end that is cut. The catheter has been in use for 3 months.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.